Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose while using the ilet system after removing the pump overnight and later reconnecting with caregiver assistance, with a fingerstick reading of 287 mg/dl and the display showing high; troubleshooting and education were completed, including guidance to allow the pump to deliver correction doses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization or additional medical intervention beyond coaching. Investigation included customer care assessment and troubleshooting focused on infusion set use and pump operation. Investigation of this case revealed user-related interruption of insulin delivery due to pump removal, with subsequent reconnection and corrective dosing; no device malfunction was identified with the infusion set or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy.